Event description:
It was reported that the patient's wifi adaptor had broken. A replacement adaptor was provided. Before receiving the replacement the patient was hospitalized for heart failure. The physician reported that the inability to transmit readings did in part contribute to the hospitalization.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional device return information could not be obtained.

Event description:
Additional information provided by the site on 05feb2025 confirmed the hospitalization occurred (B)(6) 2025. The patient presented with symptomatic hypotension, dizziness and blurred vision. The patient's guideline-directed medical therapy was held and they received intravenous fluids and were then diuresed with oral diuretics. The patient is currently stable.